Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the syringe needle appeared clogged. The customer changed the syringe needle and cartridge to resolve the issue. Customer¿s blood glucose was 180 mg/dl.